Manufacturer narrative:
Initial reporter addr: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had a channel error during use. There was patient involvement but no harm.

Event description:
It was reported that the pump module had a channel error during use. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Correction: initial reporter occupation. Additional information: device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Reason code for no evaluation if other specify, imdrf a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported that the pump module had a channel error during use. There was patient involvement but no harm.